Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dy3y, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that whenever the patient went near a microwave at their nursing home, the microwave started to spark. The patient used the microwave 3 weeks ago and it happened and today they used it again and it happened again sparking all over the place. It was reported that today it seemed that the sparking turned their stimulation off and the patient used their programmer to turn stimulation back on. It was noted that other people with the same implant did not have a sparking problem from the microwave. Two days later, the manufacturer representative called regarding the patient and the reported event and wanted to know what the next steps would be. Additional information received reported that the patient thought that the microwave shock affected their implantable neurostimulator (ins) by causing it to repeatedly turn off. The patient checked their device when they felt it had turned off and the lightning bolt was no longer in the ins icon so they knew the ins had shut itself off. **omitted information in related event (B)(4): no telemetry with pp.